Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 250 mg/dl. Reportedly, the customer stated that they delivered a bolus; however, the pump showed that it didn't go trough and that insulin delivery was not stopped. It was confirmed that the customer received an incomplete bolus alert. Tandem's technical support educated the customer on the alert and had the customer replicate the alert. It was noted that the customer understood the cause of the alert. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.